Event description:
Event description cpi received information that during the replacement procedure of implantable cardioverter defibrillator (ICD), the rate sensing portion of the endotak transvenous defibrillation lead (0115) was capped, due to a break near the pin. The high voltage portion of the lead remains active.